Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported detached eyepiece and observed faded serial number could not be determined, however, the issue was likely the result of excessive force due to user handling/mishandling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the eyepiece detached during preparation for use in an unspecified procedure. There were no reports of harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found that the eyepiece was detached. It was also found that the serial number was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.